Event description:
It was reported to target that during a "tae" procedure a coil was stuck inside a catheter. A coil pusher was used to move the jammed coil. This activity had no affect an the pt's health.